Event description:
(B)(6); (B)(6) 2025; hello FDA: I went to my doctor and requested an std test. I am divorced and I had a couple of sex partners post-divorce over the last five years. I wanted to be responsible and make sure I was clean. I had no symptoms, no sores, nothing that said I had herpes. My doctor added the herpes test to the std panel. I didn't know she did, and I recently researched that she should not have done that since I have no symptoms. The antibody, igg, came back reactive for hsv2. My doctor diagnosed me right away with hsv2 and she did not offer me a secondary test. I was confused. I contacted my doctor a few times after being diagnosed. I reminded her how stressful my life is, I have diabetes, I had a period and still no outbreak. I told her I want further testing and she finally agreed. I had the pcr dna test, and it came back negative for both hsv1 and hsv2. I went into her office so I could be relieved, I wanted to hear her say that I don't have herpes. Instead, she told me there are no such things as false positives. I asked her how I had a negative pcrdna test then. My doctor made a joke and said maybe they got your blood work mixed up at the lab. I left her office without her support. I left that day with my test results in my hand, and I am still suffering with depression and anxiety. I am concerned others could possibly suffer thinking that they have herpes, and they really don't because secondary tests are not being offered at her office. I am suffering mentally. I would like someone to say (B)(6), you are fine, you do not have herpes. I almost went online and began looking for a partner with hsv2. I almost had my life ruined. Can someone from the FDA please help me. I need clarification. This has been the hardest six weeks of my life. I do not wish this on anyone else. I'm so desperate. Can someone please call me to help me? (B)(6).